Event description:
Information was received from an family/friend regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller states the patient is having trouble with pain the last day or so. Caller states he is trying to increase intensity but will not go up and will not stay there after going up so unsure what he's doing wrong. Agent attempted to walk pt through changing settings and advised to try and increase and caller was not able to and stated the number will not go up. During the call the caller was seeing 11.1v which is a little higher than what it was initially which danielle did 10.2v. Caller states will not hold the number. Caller states the pt had a rough night and still is. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Caller states they left a message with the rep. Call ER mentioned pt had new battery placed due to normal battery depletion.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.